Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: health effect - clinical code - e0131 speech disorder codes: health effect - clinical code - e2339 ulcer.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction which occurred approximately 11 days after the sensor had been inserted in the back of the arm. Prior to sensor insertion the area was prepped with alcohol. The patient removed the sensor after the full 10-day session and the next day she developed a lump and excessive drainage at the needle puncture site. The swelling and inflammation extended from the shoulder and down the back of the arm to the elbow. The patient cleansed the reaction area with alcohol and then applied an unspecified over the counter topical antibiotic ointment. At the time of follow up contact on (B)(6) 2024, the patient confirmed she did not consult a healthcare provider because the skin reaction had healed on its own. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.